Event description:
It was reported that the insulin pump had a broken belt clip slot. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The broken belt clip slot was noted. The device was received with a cracked liquid crystal display window, cracked case at the liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.